Event description:
It was reported that balloon rupture occurred. The target lesion was located below the knee which was 100% stenosis and mildly tortuous. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located below the knee which was 100% stenosis and mildly tortuous. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device was evaluated by MFR.: coyote es balloon catheter was returned. A visual and microscopic inspection was done on the outer shaft, inner shaft, balloon, and tip. There were no damages found visually. The microscopic examination revealed a pinhole 14mm from the tip. No other damages or irregularities presented.